Event description:
It was reported that the customer had a low battery lasting less than a week. The customer's blood glucose level was unknown. Troubleshooting was performed and the insulin pump will be returned. No further information was provided.

Manufacturer narrative:
Analysis reported a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Pump was monitored all operating currents tested within spec range. There was no unexpected low battery alarms noted. However corroded battery cap contact was noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.